Event description:
It was reported that the customer fell on pump and afterward, a malfunction alarm occurred. Customer's blood glucose was 120 mg/dl. Customer reverted to using an alternate method of insulin therapy.